Event description:
It was reported that upon advancement of the guidewire with a stent, and upon trying to torque the guide wire, it was felt that the torquability of the guide wire was lost. The stent and guide were removed as a single unit. This was a basic case, no force was used and there was no "sticking"; no manipulation was needed. After the guide wire was examined outside the body, it appeared to be fractured. Reportedly, there was no pt injury.